Manufacturer narrative:
Corrected data: reporting institution and reporter phone number is listed as (B)(6).

Event description:
The customer reported an audio error indicating a defective speaker. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips field service engineer (fse) went onsite to evaluate the devices in question. The following technical investigation was performed by interviewing the biomedical engineer onsite (bme): the (bme) identified an issue with the mainboard. An onsite visit was scheduled to repair the unit. The (fse) confirmed the unit was completely out of sound and there was a speaker malfunction inop. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The reported problem was confirmed. The mainboard was replaced to resolve the issue and the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.